Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the suggested phenomena: component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrovideoscope exhibited a loose/wet pink probe with scratches and chipped/missing glue, missing adhesive ("ke") around the forceps elevator, and scratches/dents on the distal end (c-body) with cracked glue. There was no patient involvement.